Event description:
It was reported that a spectrum pump constantly displayed the air in line message during therapy in the operating room (medication unknown, 100ml at 10ml/hr ). The infusion completed in 40 minutes and the pump displayed the air in line alarm. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number (B)(4) can be removed from the FDA database.